Event description:
The pt stated, that while inserting a new insulin cartridge into her infusion device, the plunger became stuck on the piston rod and 315 units of insulin spilled into the cartridge compartment. The pt was instructed on how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.